Event description:
It was reported that the patient had a revision done on the day of the report. The patient was complaining of "electricity grabbing him." There was also a fall reported, but it was unknown how quickly the stimulation had changed on him. Prior to revision, all impedances were showing out of range value. The implantable neurostimulator (ins) was doing fine, the patient was able to charge. It was reported that the physician decided to revise the leads/extensions and used the current device. At the time of the report the patient had two new leads and extensions connected to the old ins. The patient was doing fine and happy with his coverage. All impedances were within normal result. It was further reported that the product was cut during the revision so it was impossible to test leads separate of extensions. The patient had good coverage and was healing well at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2014, product type: lead; product ID 3708120, serial# (B)(4), explanted: (B)(6) 2014, product type: extension; product ID 3708120, serial# (B)(4), explanted: (B)(6) 2014, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).